Manufacturer narrative:
The microstent remains implanted and is not available for evaluation. No lot number was identified with this complaint; therefore, a device history record review, lot complaint history review, and non-conformance review could not be conducted. The microstent remains implanted and is not available for evaluation. No device issue was reported and the surgeon confirmed the correct location of the implanted microstent. Based on information provided by the surgeon, the cause of the clinical issues that were initially reported is attributed to a cyclodialysis cleft. It is unknown when the cleft occurred. The cleft was repaired and the patient is doing better. No additional product evaluation is needed. The manufacturer internal reference number is: (B)(4).

Event description:
Also surgeon stated that after doing the cyclodialysis cleft the patient is doing better.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following shunt implant procedure, the patient iop (intraocular pressure) well controlled off medications but refractive surprise -3.00 despite target of plano. The patient concern of possible mild amblyopia, so target plan was emmetropia (corrects to 20/25 with -3.25). Following surgery noted to have uniform shallow chamber which has not really changed and ubm (ultrasound biomicroscopy) in 4/23 confirmed shallow chamber with 360 of peripheral choroidal. Additional information has been received from the surgeon and stated that, the patient is doing better. The stent looked in good position, so surgeon did not remove it.